Event description:
(B)(4). Same case as 2134265-2010-05206. It was reported that following a coronary artery stenting treatment procedure the patient experienced angina. Target lesion #1 was located in the mid left anterior descending artery with 90% stenosis. The physician treated the lesion with pre-dilatation and implanting a 3.00 mm x 24 mm taxus liberte stent. The site has reported that a 2.50 mm x 16 mm taxus liberte stent failed to be implanted as it was unable to cross the lesion. Residual stenosis was 0%. Target lesion #2 was located in the proximal left anterior descending artery with 90% stenosis. The physician treated the lesion by implanting a 3.50 mm x 16 mm taxus liberte stent. Following post-dilatation, residual stenosis was 0%. The patient was discharged that same day on aspirin and prasugrel. The site reported that in (B)(6) 2010 after the procedure, the patient developed angina/decreased tolerance to exercise.

Manufacturer narrative:
(B)(6). Device is a combination product. Device evaluated by manufacturer. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).